Manufacturer narrative:
(B)(4)

Event description:
An endurant ii stent graft was implanted for the treatment of a distal type I endoleak. It was reported that there was a type ib endoleak in the left iliac. It was reported that an endurant ii 16x13x199 and an endurant 13x13x82 were implanted and the distal type I endoleak was resolved. Also, the physician coiled the hypogastric artery; this was due to the aneurysm in the left iliac. Per the physician, the cause of the endoleak was disease progression. No additional clinical sequelae were reported and the patient is fine.